Manufacturer narrative:
The customer did not return the balanced salt solution sample for an evaluation. The complaint history for the lot was reviewed and showed no other complaints reported. The preprocessing, filling, and packaging manufacturing batch records were reviewed and no anomalies were documented that would have contributed to the complaint condition. A single, normal level ii for packaging non-conformances and particulate was performed by production and results were found to be acceptable. Following overwrap, the bags are 100% inspected for moisture, leaks, part number, lot code, expiration and seal integrity of the overwrap. This production lot met all release criteria prior to product release. Root cause for the complaint condition could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the surgeon noted high pressure coming from the balanced salt solution (bss). He instructed to place the bag of bss lower and noticed the phaco handpiece becoming warm. As a result, the patient experienced a "slight" corneal burn. The surgery was completed following an anterior vitrectomy. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿a customer reported that during a procedure, the surgeon noted high pressure coming from the balanced salt solution (bss). He instructed to place the bag of balanced salt solution (bss) lower and noticed the phaco handpiece becoming warm. As a result, the patient experienced a "slight" corneal burn. The surgery was completed following an anterior vitrectomy. Additional information has been requested but not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on october 25, 2006. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer returned 1 spiked balanced salt solution (bss) 500 ml bag. The bag is approximately 200 ml full and the solution appears to be clear and colorless. No other anomalies observed. The manufacturer internal reference number is: (B)(4).